Event description:
Medtronic received a report that the patient was undergoing treatment for an ischemic stroke, acute embolism of the end of the right internal carotid artery. It was noted that the patient's blood flow was xxx and vessel tortuosity was severe. The patient had a baseline modified rankin scale (mrs) score of 4 and a nih stroke scale (nihss) score of14. Prior to the procedure, the thrombolysis in cerebral infarction (tici) score was grade 1. During the procedure, the mrs improved to 2, and the nihss score decreased to 2 post-procedures. The tici score post-procedure was grade 3, indicating successful reperfusion. Intravenous tpa was not contraindicated. The device was passed one time during the procedure. The stroke onset to reperfusion time was 2.5 hours. It was reported that during thrombectomy with a stent, the operator encountered difficulties in delivering the sfr stent due to the patient's tortuous blood vessel and significant resistance at the distal section of the rebar during delivering the stent. Despite several attempts, the operator was unable to push the stent out of the microcatheter (rebar18). After removal of the stent, the stent delivery guidewire was found to be kinked. The stent was subsequently replaced and the stent microcatheter was replaced as well, and the procedure was successfully completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A continuous saline flush was administered and maintained as indicated in the IFU. After removal, the catheter was observed to be kinked to some extent. The catheter used was a rebar 18 he model was unknown.

Manufacturer narrative:
Updated d4, g3 and h2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.